Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient reported right side ¿extensive intracapsular rupture seen bilaterally with subcapsular line sign and keyhole sign", ¿enlarged lymph nodes on the right at 9 o'clock and also in right axilla which appear to be silicone impregnated", "pain", ¿I understand the implants I have were recalled " and ¿anxiety¿,¿am currently medicated for severe depression¿-ndr, ¿fatigue,"-"sleeplessness¿- ndr, ¿in right breast at 2:30 position in anterior third, there is a 6mm enhancing small mass lesion showing type 2 and 3 kinetics¿- ndr. Device remains implanted.